Event description:
The customer's healthcare provider determined that "site pulling" was the cause of the reported high blood glucose level. The design of the infusion set clip was why the customer was tugging at the infusion set site and dislodging the cannula. The hcp recommended to change the type of infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was ranging between 227-389 mg/dl and a correction bolus was delivered to address the high bg level. Tandem technical support had the customer perform a system check and the pump was found to be functioning as expected. The customer indicated that a healthcare provider was to be contacted to discuss the high bg levels.